Event description:
It was reported that the pulse generator exhibited premature battery depletion two months post implant. The device was explanted and replaced. The patient experienced pain post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found high current drain from the radiofrequency module. The rf module was removed, further analysis was normal. Failure mode could not be determined.